Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The technical evaluation shows that the laser was within the specifications and that all tests prior to the surgery were successful. During onsite visit, field service engineer (fse) shot new energy table, adjusted e3 sensor and performed system verification. System meets specifications as per sir (service installation record). Log file review for the day of treatment shows no relevant error messages or warnings. During the start-up, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eye tracker and fluence test without any issue. Log file shows twenty two successfully performed treatments. No technical error messages were found in the log files. The treatment for the right eye was performed successfully without interruption. The user performed an energy check before this patient. No technical root cause was identified. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient experienced an under correction in the right eye post lasik. There are multiple related reports for this facility. This report addresses a female patient,(B)(6) years old, right eye and other manufacturer reports will be filed.